Event description:
Same pt as #2134265-2009-02847. It was reported that post a coronary stenting treatment procedure, a restenosis occurred. The pt presented with complaints of chest pain. The pt was taken to the ccl where the proximal right coronary artery (rca) was found to be completely occluded. A stent was visualized in the distal segment of the mid portion of the vessel. Calcium was noted through the rest of the stent. A wire was passed into the proximal portion of the stent, but with considerable difficulty. A 3.0x20mm non-bsc balloon was used to predilate the segment, excellent antegrade flow was seen. The pt experienced a mild degree of bradycardia and reperfusion arrhythmias, but no traumatic changes. A 3.0x32mm liberte' stent was deployed with slight overlap at 16 atm's with excellent results. Then a 3.0x16mm liberte' stent was placed across the ostium in an overlapping fashion, deployed at 20 atm's resulting with excellent morphological appearance of the whole area. "The previously stented area was not intervening upon acceptance of the overlapped section." Antegrade flow was timi 3. No complications occurred during the procedure and the pt was pain free at the end. In 2007, the pt returned with unstable angina. An 85% in-stent restenosis was found in the ostial rca stent. The proximal rca lesion was predilated with a 2.0x15mm maverick balloon inflated to 8 atms. A 3.0x6mm cutting balloon was used next, inflated to 10 atms. Finally a 3.5x13mm non-bsc stent was deployed in the ostium at 20 atms. Residual stenosis was 0%. No complications occurred. The pt's medications included aspirin and plavix. The pt returned about 2 1/2 weeks later with complaints of chest pain; however, initial cardiac enzymes were negative. A cardiac cath was performed, however, there was no indication that any intervention was necessary. No further complications were reported.

Manufacturer narrative:
The device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.